Event description:
It was reported that the pump showed check plunger sensor. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, a product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was chipped out on lower left front corner of top case and cracked on right plunger case. Event history log (ehl) showed: check syringe plunger sensor. The reported problem was duplicated at power up due to the flipper intermittently stuck and contamination was found inside plunger assembly. The root cause of the issue was deemed to be caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Action(s) taken to mitigate the reported issue(s): replaced the whole plunger assembly, plunger tube and plunger cable; performed preventive maintenance and all functional testing passed.